Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Event description:
It was reported that the patient underwent a revision surgery for a possible pseudoarthrosis over previous l3-l5 fusion, and degenerative disk disease l5-s1. The old hardware was removed, and a cage, rhbmp-2/acs, ceramic granules, and posterior pedicle screw fixation were implanted from l3-s1 bilaterally. 95 days post-op, the patient presented with low back and bilateral lower extremity pain. MRI showed a fluid collection in the laminectomy defect which extends behind the l4 and l5 vertebral bodies. There is also a smaller collection which surrounds the posterior aspect of the right-sided spacer at the l5-s1 level. The smaller fluid collection posteriorly displaces the right s1 nerve root. Marked edema and enhancement of the endplates surrounding l5-s1. Other levels appear unchanged. Disc space narrowing again noted at l3-4 and l4-5. Potential right l4 neural compromise at l4-5 level by diffuse disc bulge. Foraminal narrowing is seen. 128 days post-op, the patient presented with possible wound infection, probably seroma, and possible posterior displacement of interbody cage. The fluid was evacuated and cultured. Dissection down to the disc space found that the cage was well positioned. A small dural leak was identified at the l5-s1 level from a pinpoint from the bovie. It was sealed with duragen and tisseal. 206 days post-op, the patient had another surgery to treat "failed back syndrome." All instrumentation was removed from c3 to s1. A seroma extending from approximately l5 to l3 was drained, and cultures were taken. There was some residual hematoma in the area that appeared to be resolving. About l3 and l4, there was a little bit of bone up and around the head of the screw. A drain was placed prior to closure.

Manufacturer narrative:
(B)(4)